Manufacturer narrative:
The customer lightly pressed their finger when collecting the sample for the meter. The customer also used the same lancet 3 days in a row. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / patient. The event occurred in: tur.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number(B)(4) compared to an unknown laboratory method. At 11:24 the meter result was 2.3 inr.and within 7 hours the laboratory result was 1.80 inr. The customer's therapeutic range is 2.0 - 2.5 inr. The result in question was not reported to the medical personnel treating the patient.